Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 because he could not be weaned from cardiopulmonary bypass/heart-lung machine due to right ventricle failure following pump exchange. Related manufacturer reference number: MFR#2916596-2022-01558.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The heartmate ii lvas, serial number (B)(6) was not returned for evaluation; however, in the event that it is returned, this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 05apr2022. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU lists right heart failure and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.